Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time; however, the most probable cause of the reported event is likely related to the operator¿s technique. The instruction manual for use states, ¿carefully remove the device from its shipping package. Inspect the packaging and the device to ensure no damage occurred during transit or storage. Do not use this device if the packaging or the device is damaged. Do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the tip of the device broke off inside the patient. The device fragment was retrieved. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported device break. A visual inspection found one of the jaws broken off and returned to olympus in a separate specimen jar. In addition, the jaw and electrode were inspected under 10x magnification and found that the jaw broke at the weld area of the jaw and electrode. A device history review (DHR) was performed and found no unusual events noted during the manufacturing of this device. The cause of the reported break could not be determined; however, user handling could not be ruled out as a contributory factor to the reported event.